Event description:
It was reported the trial patient went to the hospital due to passing out on her kitchen the date of the report. It was not known what the cause of the event was. The patient did not like how she felt with the device and wanted it out. The date of the report the patient was on her way to healthcare professional¿s (hcp) office to have the lead pull. It was not known if it was related to her stimulator, but the trial procedure went smooth. The patient was doing fine at the time of the report.

Manufacturer narrative:
Concomitant: product ID 977d260, serial# unknown, product type screening device. (B)(4).